Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in december 2023, reported as "last week" g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link, paclitaxel set had leaked at the drip chamber. This was observed before patient use. There was no drug or chemo in the line, just normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing along with priming were performed which observed a leak between the assembly of the tubing and into the drip chamber. The reported condition was verified. The cause of the condition is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.